Event description:
Found during routine testing. The customer called to report the device failed the user test and illuminated a service light. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.